Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen, and subsequently, the screen remained dark and would not turn on. This issue caused the customer's blood glucose level to exceed 500 mg/dl with the display showing "high." To address this, the customer administered a correction injection via mdi without requiring third-party assistance. Technical support attempted to troubleshoot the device and advised keeping the pump plugged into a power source, which temporarily restored screen functionality. However, due to continued issues when unplugged, technical support arranged for a replacement pump to be sent and instructed the caller to return the defective device to tandem. The customer was informed about the incoming replacement with updated software and acknowledged the instructions for returning the problematic pump.